Event description:
A customer had a problem with the dual lumen PICC. The customer reports "PICC was inserted into the arm with the use of an arm board. After 3 days of indwelling the PICC began leaking."